Manufacturer narrative:
This report is submitted on july 17, 2018.

Event description:
Per the clinic, the electrode array was found to be partially outside of the cochlear and subsequently the device was explanted on (B)(6) 2018.